Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that alleging insulin pump was under delivering. The customer¿s blood glucose level was over 33 mmol/l at the time of incident and 9 mmol/l at the time of call. Customer was treated with injection pen. Customer had symptoms like positive results in ketones test, nausea, vomiting, abdominal pain and difficulty in breathing. The customer also reported that the insulin pump had insulin flow blocked alarm and insulin pump was suspended. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter and blood glucose meter. No unexpected suspend low alarm noted during testing. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at .08720 inches.